Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4): review of performance data showed that the device was approaching rrt (recommended replacement time). Upon full analysis, normal battery depletion was found.

Event description:
It was reported that the device did not reach expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.